Manufacturer narrative:
Received two photos from the customer showing the clave broken from the secondary port of the cassette. The shape of the deformation was angled where one sided is higher than the other, typical of a bend break. The reported complaint on the 142120490 primary plum y-type blood set can be confirmed. The probable cause is due to an unintentional bending force during use. The device history review (DHR) for lot 13702513 was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation; however, photos were provided by the customer. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a primary plum y-type blood set, 200 micron filter, clave secondary port, secure lock, 110 inch, where it was reported a nurse was attaching a syringe to the blue clave that's bonded to the cassette, and the small hard plastic tube between the clave and cassette snapped off. The registered nurse stated it snapped off easily when she started twisting on the syringe. The event occurred during infusion; the nurse was setting up the flush so the patient could receive the last 20 ml of product. The nurse quickly disconnected the tubing from the patient. The patient was just not able to receive the last 20 ml of their transfusion. There was patient involvement, and it was unknown if there was patient harm as the incident resulted in an open line to the patient¿s vein. Moreover, there was no delay in critical therapy.